Event description:
It was reported that alarm 78 (chiller water temperature sensor out of range ¿ low resistance) jumps when the arctic sun device was in use. Per review of wo on 27nov2024, there was no patient identifiers available, no patient impact reported per follow up information received via mail on 26dec2024, the issue was resolved onsite by replacing the tank harness. Ctu calibration performed correctly. No patient identifiers available, no patient impact reported.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. Error 78 reported during therapy only. Not seen by service technician. No error code observed. For prevention, the tank harness has been replaced. Ctu calibration performed correctly. System tested according the service manual. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Correction: d,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 78 (chiller water temperature sensor out of range ¿ low resistance) jumps when the arctic sun device was in use. Per review of wo on 27nov2024, there was no patient identifiers available, no patient impact reported.